Event description:
A report was received that patient's implantable pulse generator (ipg) was not holding a charge. The patient underwent a revision to replace the ipg. The physician believes that the patient's ipg was damaged during a non device related procedure. The patient is doing well following the revision.

Event description:
A report was received that patient's implantable pulse generator (ipg) was not holding a charge. The patient underwent a revision to replace the ipg. The physician believes that the patient's ipg was damaged during a non device related procedure. The patient is doing well following the revision.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Manufacturer narrative:
The explanted ipg was not returned to boston scientific neuromodulation as it was discarded by the medical facility.